Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator for rsd/ causalgia-complex regional pain syn. It was reported that there was an alleged overdischarge. The patient was traveling in another state and was meeting with the caller on the day of the call. The caller was not educated on scs systems and so the patient was referred to a pain specialist for this next friday ((B)(6) 2017). The patient stopped using the implantable neurostimulator (ins) and stopped charging the ins in 2014. The patient stopped using the scs because their pain had resolved. The patient had new pain that was uncomfortable for them. It was confirmed that the new pain was not related to the ins. There were no patient symptoms reported to be related to the system. It was noted that the patient had previous devices in the past that were replaced for what the caller believed to be normal battery depletion. The caller was unsure if the patient had still been seeing the managing hcp on record when they were back in their home state. The patient attempted to charge on the day of the call but noticed that they could not. It was noted t hat the ins would be at or past the expected life of the device. Additional information was received. Health care professional reported the patient's overdischarge had not been resolved and it was determined that the ins could not come out of the overdischarged state and a new ins was needed. The patient was made aware of this but was electing to take care of this when they returned home.